Event description:
It was reported that a revision surgery was performed due to the disassociation of the femoral head from the bipolar liner. The pt was taken to the or subsequent to a fall and the initial c-arm x-ray revealed a dislocation. The surgeon attempted a closed reduction and a second c-arm x-ray revealed that the components had disassociated in the process. At this point the surgeon performed revision surgery. The pt expired three days later due to unrelated causes.